Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had loud grinding rewind noise and rainbow effect on screen and blotchy shadows. Customer stated that unexplained random no delivery alarms, clock off by minutes. Customer reported that alarm was not loud and lack label came off.. No harm requiring medical intervention was reported. The device will not be returned for analysis.